Manufacturer narrative:
One device was returned for evaluation. Visual inspection revealed lcd lens scratches and downstream occlusion (dso) seal lifted. No evidence was available to review in the event history log. Functional testing was able to replicate the reported issue; the pump was found to be over-delivering. The root cause was determined to be the expulsor out of specification. The expulsor was replaced. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the pump was found to be over-infusing during volume testing. There was no patient involvement.